Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a plastic surgery on (B)(6) 2015 and suture was used. During sub-cuticular closure the needle separated from the suture at the swage. Another like device was used to complete the procedure. There were no adverse patient consequences. Additional information has been requested.